Event description:
It was reported that the pump was flipped in the pump pocket and was confirmed. A surgical revision was performed and the pump was repositioned in a new pocket due to being flipped. A new connector was placed on the pump and a routine dye study was performed. The catheter was found to have been performing as expected with no leaks, kinks or occlusions and proper flow. There were no patient symptoms. Patient status at the time of the report was no injury or adverse event. The device system was used to deliver fentanyl.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).